Event description:
It was reported that stent fracture occurred. A fracture was noted during imaging at a routine follow up exam for a previously implanted 7x60x30 eluvia self expanding drug eluting stent. An unknown balloon and an additional non-boston scientific 7x40 stent was placed to keep the eluvia stent open. No patient complications were reported.